Event description:
This rv lead was implanted on (B)(6)2006 and remains implanted. It was reported to technical services on (B)(6)2012 that this lead has pacing impedance jump and a drop in sensing. They are reviewing with the md. No further information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).